Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited an isolated out of range shock impedance measurement greater than 125 ohms. No other lead issues were reported and there were no stored episodes with therapy. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that isometrics were performed, and impedance measurements have varied since implant. The plan is to follow-up with the patient in three months.